Event description:
It was observed that during the device evaluation, the subject device exhibited the following malfunction : the coverglass of the insertion section contains residual liquid, which means that the water tightness is lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a root cause could not be identified for the malfunction of the coverglass in the insertion section, which contains residual liquid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.